Manufacturer narrative:
Method: actual pump used was received from the end user for inspection and evaluation. Results: the sample was received full of medication with the bolus empty, and the button in neutral position, and missing the distal luer cap. The sample weighed 615.08 grams and contained a significant amount of crystallized drug. Multiple attempts were conducted to clear the fluid path of crystallization. Once the crystallization had been cleared, functionality testing for the returned pca sample was conducted. The test results showed that the pca unit did not meet specification for the amount of fluid dispensed when the pca was activated. Conclusion: the customer complaint of pump not priming "bolus would not refill" was confirmed. This product is under recall.

Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550ml. Flow rate: 7 ml/hr. Procedure: na. Cathplace: na. Pump did not prime. The pump attempted to be primed up to the bolus feature, but the orange indicator did not fill. After the pump did not prime at 0ml/hr, the nurse adjusted the flow rate to 7ml/hr to check if that would make a difference, but it did not. No pt contact. No adverse event. Date of event: (B)(6) 2011.